Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, hematoma, cold limb, occlusion. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after uneventful clip deployment bleeding at the access site continued, a hematoma developed and the limb became cold. Manual compression was applied to express the hematoma and achieve hemostasis. Exploratory surgery two hours later revealed the clip had attached to a small portion of the posterior artery wall restricting blood circulation. The artery was surgically revascularized and repaired. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.